Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿material sensitivity reactions.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04763 and 04764).

Event description:
It was reported that the patient underwent a bilateral hip arthroplasty on (B)(6) 2000. Subsequently, the patient's left hip was revised on an unknown date due to armd, osteolysis, and possible elevated metal ion levels. The head was removed and replaced with a ceramic head. The cup remained in place as the surgeon believed if the cup was removed, it would damage to the acetabulum.